Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown anomaly. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be filed. A new lead was successfully placed, no additional adverse patient effects were reported.